Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3708660 lot# serial# (B)(4) implanted: explanted: product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported the patient's intra-operative impedance check during stage 2 of the dbs implant procedure showed high impedance on contact 2 of the left lead at >40,000 ohms. The left extension was taken out and re-inserted into the ins, however the impedance was the same. The left lead and left extension were re-connected and each of the four set screws tightened, however the impedance on contact 2 remained >40,000 ohms. The left lead was isolated and impedance was checked using an ens and twist-lock cable, and all left impedances were within normal range. A new extension was implanted and connected to the left lead and battery and the impedances were all normal on the left side. No patient symptoms or further complications were reported as a result of this event. The patient's medical history includes essential tremor.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (B)(4) found that the stimulation extension body conductor broken less than 5 cm from proximal end. If information is provided in the future, a supplemental report will be issued.